Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A testing issue was reported with the abbott diabetes care (adc) reader. The test did not start after the blood sample was applied and the blood drop icon continued to blink. The customer was unable to obtain glucose readings, and a result the customer experienced dizziness, sweating and numbness and was unable to self-treat. The customer was given honey and milk by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. Control solution testing was attempted to be performed with returned test strips and returned reader but test did not fire. Mix and match test was performed with customer strips and new and unused reader and customer reader and new and unused precision test strips. The reader was further de-cased. A visual inspection has been performed and observed pin freely moves when pressure was applied. Continuity test was performed and observed the open pin. Reflowed pin 2,3,4 and attempted to perform control solution testing. Test results were satisfactory. Extended investigation and visual inspection was performed on the de-cased reader, no issues were observed. The reader failed control solution testing initially, and upon reflowing strip port pins 2,3 and 4, control solution testing passed. Control solution testing was attempted to verify this, and the test passed successfully. Therefore, the issue is confirmed to poor solder of strip port pins. An extended investigation was also performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the products were reviewed and the dhrs showed the reported products passed all tests prior to release. Additional information: section d4 (lot #, expiration date, serial number and UDI) have all been updated based on returned product. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A testing issue was reported with the abbott diabetes care (adc) reader. The test did not start after the blood sample was applied and the blood drop icon continued to blink. The customer was unable to obtain glucose readings, and a result the customer experienced dizziness, sweating and numbness and was unable to self-treat. The customer was given honey and milk by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.